Event description:
It was reported that the patient experienced hemoptysis during the cardiomems implant procedure. The hemoptysis occurred prior to cardiomems insertion, shortly after the rep calibrated the sensor to the initial rhc pa mean without issue. The sensor was successfully deployed and calibrated. The patient was given supplemental oxygen and was admitted to the intensive care unit in stable condition. No further information could be obtained.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the delivery system was not returned for investigation. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.